Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited low pacing impedance and unacceptable capture threshold. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of low pacing lead impedance and unacceptable threshold were confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing were performed. The cause of the reported events was due to over-torqued inner coil which is consistent with procedural damage.